Manufacturer narrative:
The reported event could be confirmed based on available medical record and medical expert assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed: ¿the talar component shows radiolucence and some cysts as well. Here, loosening is likely, however, there is no clear sign of migration.¿ based on the investigation the root cause can be attributed to the patient related issue. The failure was caused due to radiolucency and cysts around the talar component. According to the hcp, the loosening can be confirmed while no sign of migration. If device is returned or any further information is provided, the investigation report will be reassessed. H3 other text: device remains implanted in patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a smaller poly and an aggressive gutter clean out for reasons that are not available at the time of this report. The tibia and talar implants appear to be seated well without subsidence.